Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 7 mmol/l. The customer stated that the battery cap was also faulty as the metal bit was detached. The insulin pump will not be returned for analysis.